Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion. Evaluation in progress.

Event description:
It was reported that during a mulit-level plif procedure performed on (B)(6) 2015, the tip of the lock-screw torque driver ((B)(4)) broke off. The broken tip piece was suctioned and disposed of by the physician and the procedure was completed utilizing another driver readily available in another set, with no delay to the procedure.

Manufacturer narrative:
The returned driver was forwarded to engineer and subsequently to an outside research laboratory for sem fracture analysis. After visual review and metallurgy analysis of the failed component, the cause of the failure could not be determined. Per the metallurgy reports, signs of torque overload were noted. Review of manufacturing history records 0901 found a total of (B)(4) pieces of this lot were released for distribution on june 30, 2015 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of tip fracture for the lot number reported. Further review for this part number regardless of lot did not identify a trend for reports of this nature.